Manufacturer narrative:
On february 17, 2021, the mentor failure analysis lab received the device for evaluation. On february 23, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 500cc returned device. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 11, 2021, mentor became aware that along with the explantation of the suspect device on (B)(6) 2021, the patient also had underwent posterior and anterior capsulotomy, placement of mesh, and replacement with a 500ml mentor smooth round hp silicone gel implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient, who's undergone primary breast augmentation with two 500cc mentor memorygel breast implants, suffered right breast pain and capsular contracture (baker grade iii), post-procedure. In addition, the patient also experienced hematoma prior to developing the hardening on the right breast. The capsular contracture was diagnosed via physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On january 8, 2021, mentor received the following additional information: (1) the patient was scheduled for implant explantation surgery on (B)(6) 2021 and that the impacted product was the left side. (I) the suspect medical device information was updated with the provided left side device information: lot: 7657213, sn: (B)(6). On january 15, 2021, mentor became aware that the implant explantation surgery was updated to on (B)(6) 2021. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and / or reoperation: capsular contracture, implant site hematoma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 20, 2021, mentor became aware that the patient developed the hematoma post-operatively and it was evacuated on (B)(6) 2020. Left breast pains and firmness developed six weeks later. The patient is scheduled for revision surgery and implant exchange. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).